Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient got zapped like no other, bad, when they walk through security in a couple stores (every time they went into (B)(6)). The patient mentioned they brought the concern up to their healthcare provider in the office the day before, and they checked the device. The patient stated even when the healthcare provider checked their program the day before they got zapped like no other. The patient stated they were told to call by the healthcare provider because they were told there were ¿newer devices¿ that could be implanted that would probably make a difference. Current product availability was reviewed. No further complications were reported.